Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone that the insulin pump is squirting out insulin during prime. The customer's blood glucose was unknown. Customer treated with manual injection. The drive support cap is sticking out. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose or protruded drive support disk. Unable to perform occlusion test, prime test and excessive no delivery test due to loose drive support disk. The device was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and stained address or serial number label.